Event description:
The customer reported elevated rbc (red blood cell) counts when using the coulter lh 780 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. Samples were retested on a coulter lh 750 hematology analyzer at the customer's facility, and the correct test results were reported. There were no erroneous test results reported out of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
(B)(6). A beckman coulter field service engineer (fse) evaluated the analyzer and replaced the rbc (red blood cell) dispense pump to resolve this issue.